Event description:
The rptr stated one of the locking caps detached from the implant, the locking cap backed out and is sitting proud. The pt is fine and the surgeon decided not to reoperate. The doctor confirmed the detached locking cap on a post-operative x-ray.

Manufacturer narrative:
The device involved in the reported incident is not expected to be rec'd for eval. An investigation has been initiated based upon the reported info.